Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the device was replaced on (B)(6) 2019 and the cause of the stall was unknown. The device was discarded by the hospital. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal clonidine 500 mcg/ml at 79.89 mcg/day, bupivacaine 20 mg/ml at 3.196 mg/day, and dilaudid 50 mg/ml at 7.89 mg/day via an implanted pump for an unknown indication. The event/difficulty occurred on (B)(6) 2019 during normal use and it was reported the patient experienced withdrawal symptoms and the pump was beeping. The pump was read on the date of this report in the office and a motor stall had occurred. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump was interrogated with logs and a motor stall was determined. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ surgical intervention was planned, but had not been scheduled. Other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s weight and medical history were asked, but unknown. No further complications were reported or anticipated.